Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the alarm did not sound during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no relevant history. The customer reported issue was confirmed through alarm test. Upon further investigation it was found the air detector was damaged. The main board and air detector were replaced. The device then passed all tests after repairs.